Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was mismatch. A technical support specialist (tss) confirmed with customer that only new nurses were experiencing the issue due to lack of system familiarity, with no system fault identified. Proceeded with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication administration timing mismatch was reported between pyxis and mar for vancomycin orders. Mar reflected dosing at 2 am / 2 pm, while pyxis displayed 10 am / 10 pm, leading to early medication pulls and one dose being administered 4 hours earlier than scheduled. This mismatch was reported to occur frequently. The user also indicated that discrepancies between pyxis and mar timing occurred frequently, reportedly on a weekly basis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.